Manufacturer narrative:
Manufacturer's investigation conclusion: review of the retrieved log files confirmed 14-volt battery depletion followed by controller backup battery depletion resulting in the pump stopping. The log files also demonstrated sustained low flow alarms in the period before the battery depletion; however, a specific cause for this finding could not be conclusively determined through this evaluation. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and review of the log files also found surface scratches on the rotor and rotor well and periods of elevated flow and power followed by lvad flags related to an issue with rotor stability, which indicate a potential thrombus passing though the pump; however, a specific cause for this finding could not be conclusively determined. A specific cause for the patient outcome was unable to be determined, and a direct correlation with (B)(6) was unable to be established. The patient was found to be expired in his home on (B)(6) 2021. The cause of death and details surrounding the patient¿s death were unknown; however, the patient¿s death was not considered to be device related. (B)(6) was returned assembled with the pump cable severed approximately 5.25¿ from the pump header. The modular cable was returned separate from the pump (refer to the modular cable investigation), and the remainder of the pump cable was not returned. Approximately 7.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief hardware and outflow graft clip engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. The rotor was found to have concentric surface scratches on the base, and the rotor well was found to have concentric surface scratches on the walls. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned pump (serial number (B)(6)), and the controller event and periodic log files were retrieved from the returned controller (serial number (B)(6)). Review of the log files found that the pump operated at the set speed without issue until the pump stopped at 07:35:03 on (B)(6) 2021 due to 14-volt battery depletion followed by eventual controller backup battery depletion. The battery depletion was associated with low power advisory and low power hazard alarms. Estimated flow ranged from 4.4-5.6 liters per minute (lpm) from the beginning of the controller event log file on (B)(6) 2021 at 13:28:39 until (B)(6) 2021 at 15:53:46 when it decreased to 2.4 lpm. Intermittent and sustained low flow alarms were captured with estimated flow ranging from 1.1-2.9 lpm until (B)(6) 2021 at 17:57:27. No action was taken to silence any of the low flow alarms. Estimated flow then varied from 0-10.6 lpm until 18:58:03 on (B)(6) 2021 when flow then decreased to remain at 0 lpm for the remainder of the file. Following periods of elevated flow and power, lvad flags relating to an issue with rotor stability were captured. There were no other notable alarms, and the pump appeared to function as intended. The surface scratches on the rotor and rotor well and the periods of elevated flow and power followed by lvad flags related to an issue with rotor stability indicate a potential thrombus passing though the pump; however, a specific cause for this finding could not be conclusively determined, and evaluation of (B)(6) did not find evidence of thrombus. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. Incidental findings: evaluation of (B)(6) found surface scratches on the rotor and rotor well, and review of the downloaded controller event log file found periods of elevated flow and power followed by lvad flags related to an issue with rotor stability. These events could be indicative of a thrombus being ingested through the pump; however, a specific cause for this finding could not be conclusively determined, and evaluation of (B)(6) did not find evidence of thrombus. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and pump thrombosis. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home on (B)(6) 2021.